Manufacturer narrative:
(B)(4). This is one of three device reports for this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced a myocardial infarction and expired. It was further alleged the event was a result of the plaintiff's exposure to the product.